Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump continues to suspend. He stated that he programmed a bolus to treat. The blood glucose reading was 483 mg/dl. Customer treated with insulin pens. He stated that the drive support cap was loose. He stated that there was no air in the tubing and no leaks. He stated that the basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. He experienced elevated blood glucose levels of 513, 391, and 417 mg/dl the week prior. Nothing further was reported.